Event description:
Caller reported cgm error 42. There was no reported impact to the customer¿s blood glucose level. Caller planned to call back once home, as charging supplies were not available while driving. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.